Manufacturer narrative:
The insulin pump passed the displacement test and the rewind. The motor was tested outside of the insulin pump and passed. The insulin pump alarmed during the basic occlusion test due to severe moisture damage to the force sensor resistor. A corroded motor home switch was noted. Moisture damage was also noted to the electronic assemblies. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had a damge. Customer's blood glucose was unknown mg/dl. The customer stated that their is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report.